Event description:
It was reported that during a device change out due to eri, it was noticed that the ventricular thresholds had increased since the last test on (B)(6) 2022. The increase in threshold had happened within a two-week period. The lead was capped and replaced during the device change out. Lead replacement procedure went very smooth. Patient recovered post procedure with no issues.